Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported m-02 error on the integrated electrosurgical unit (iesu). The site paused the surgery to try and get the iesu to work. The site did multiple power cycles and checked the foot pedals in the bottom drawer with no change. The customer was looking for the covidien activation cable to fit the covidien electrical surgical unit (esu) with. The procedure outcome was unknown at the time of the report with no reported injury. Isi field service engineer (fse) confirmed with the customer they were able to connect the force triad generator to resume the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with errors m-02. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized the instruments. M-02 error was confirmed in the error log. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in a good condition.

Event description:
Refer to h10/h11 for follow-up information.